Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. No further details were given. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
B5; h6(patient code).

Event description:
It was reported that false occlusion alarms occurred. No additional information was provided and customer did not respond to multiple follow up attempts from tandem technical support. There was no adverse impact to customer¿s blood glucose.